Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A certified surgical technician/surgical coordinator reported that following an intraocular lens (iol) implant procedure, the patient's vision was blurry and there was an unexpected refractive outcome. The iol was exchanged in a secondary procedure. Additional information was requested.

Event description:
Additional information was provided by a certified surgical coordinator, that the replacement iol was the same model, but with a 1d difference in power. There was no patient harm, the patient's issues have resolved, and the prognosis is good.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).